Event description:
A pt was transferred from another hospital where they initially received ic tpa. The pt had woken from a two-month coma one month prior to the event. In addition, the pt had a pacemaker and it is believed the clot came from the pt's heart. They were unable to perform mra or cta imaging due to pt's medical condition at the time of presentation. The pt's family indicated that they wished for mechanical thrombectomy to be performed as the treatment and the physician agreed that it was the best choice for treatment. An angiography revealed total mca occlusion. The reperfusion catheter 054 was successful in reopening this section of the vessel. The physician was then working on the occluded angular branch at the mxa bifurcation when the separator 054 went through an aneurysm, he did not see at the mca bifurcation. The aneurysm and mca reoccluded and all treatment was stopped. The aneurysm was not coiled. The physician believes that the pt will have another stroke and estimated a 15% chance of survival. The physician stated that the event was not the fault of the device and was due to the pt's anatomy which he was unable to see at the time.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem could not be determined. Vessel perforation and dissection are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.